Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device and leads were a source of discomfort on the left side as the patient is left handed. After the right sided system was implanted and determined to be stable, the device on the left side was explanted. The lv lead was fully explanted and the atrial and right ventricular (rv) leads were cut to reduce bulk in the pocket and partially explanted. No further patient complications have been reported as a result of this event.